Event description:
Caller reports: after an outpatient procedure, the device was placed over the trocar sites and secured with an unidentified brand of paper tape. Within 18 hours, redness was noticed under the devices. When the devices were removed there were exact solid redness images of the devices which soon developed into blisters. The blisters increased in size, broke open and drained serous fluid. Within one week, pt reported "severe urticaria" over her entire body "both inside and out." Pt was treated with injectible and oral steroids and antihistamine. The urticaria took two weeks to resolve and has left scars on her body.